Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer has been having issues with bent cannulas on her infusion set and that the tape has not been sticking. At the time of the incident, the customer¿s blood glucose was 400 mg/dl. The caller said that the infusion set bent on the second day of insertion and had only been inserted for 36 hours. The recommended insertion technique as per the instructions per use was reviewed with the customer. She declined to troubleshoot for her high blood glucose. During troubleshooting for the tape not sticking, the customer stated that she does not use soaps, gels or lotions on the site. She stated that she was in the water swimming when the product stopped adhering. She said that she does not perspire heavily. The insulin pump and the infusion set will not be returning for analysis.